Manufacturer narrative:
Upon receipt of the customer complaint, kdl conducted an investigation that included retained sample testing and process review. Corrective and preventive action (CAPA) was initiated in a timely manner in accordance with relevant regulations and company documents to prevent recurrence of the problem.maintain complaint files in accordance with 21cfr part 803.18.

Event description:
We have had 3 syringes break while doctor was injecting 3 different patients. The "barrel flange" busted making a huge snapping noise during the injections and pieces went flying everywhere.